Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer concerning patient with an implantable neurostimulator (ins). The patient reported that, the day prior to report, manufacturer representative (rep) gave the patient group c to try, group c has 2 programs. The patient reported that it worked well last night and then this morning he woke up and he can hardly walk. He states he was having trouble with therapy. The patient states he has tried turning stimulation up and down but that did not help. He states rep told him to stay on group c. Reviewed trying other groups to see if that would help. Patient wanted to try other groups. Patient switched to group a which had 1 program. Patient adjusted stimulation to 2.2 and states it helped with left side but not his right side. Patient switched to group b, which had only 1 program as well. The patient adjusted stimulation to 2.8, confirmed it helps the right side but not left side. Patient then went back to group c, lowered program 1 down to 2.0 and confirmed that was comfortable for left side. He lowered the right side down but still have aching on the right side. Pt states if he lowered stimulation on program 2 down to 0.0 then the aching is less. It was recommended that the patient keep stimulation where it was most comfortable and was redirected to their healthcare provider (hcp) and rep for more reprogramming. Additional information was received from the patient. It was reported that the stimulator was installed and it didn't work. No further steps were taken to resolve the issue. No further complications were reported.